Event description:
It was reported that during a stenting treatment procedure, a no cross and stent damage occurred. The target lesion was located in the right coronary artery (rca). A promus element plus, mr, 3.50x24mm stent failed to cross the target lesion. The promus element plus stent was removed and it was noted that the distal end of the stent was damaged. The procedure was not completed due to this event. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).